Event description:
The consumer reported that they had poor communication with the programmer and were not able to communicate with the recharger. The last time they felt stimulation and charged was (B)(6) 2016. The patient saw the reposition antenna screen and did not report any falls or traumas related to the issue. Further information received from the consumer reported that they went to the healthcare professional (hcp) because it wasn't working and the hcp told them the battery needed to be replaced. The patient was going to have the device replaced at the end of the month. The indication for use was spinal pain.

Event description:
Additional information was received from the patient that reported that they had seen the health care provider on (B)(6) 2016 and it was determined that the patient needs to have the battery in his back replaced. This is scheduled for (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.